Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when add'l info becomes available.

Manufacturer narrative:
Based upon the clinical review, the reported event was confirmed. Both review of the returned explanted device and review of the patient clinical information showed that the device had occluded. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The root cause of the device occlusion was not identified but was likely the result of the diseased state of the patients iliac arteries (rcia had a previous stent placement) noted in the medical records or possibly off-label use of the afx device with a competitor stent in the iliac artery. There was no specific afx device related problem identified that would account for the occlusion which confirms the doctor statement that the event was not device related.

Event description:
It was reported that approx 14 months post implant of a bifurcated device, the graft had occluded. Reportedly, the pt presented with discomfort, found the graft had occluded. The pt had bilateral external iliac restrictions post placement that didn't cause her any problems till now. The externals occluded and caused back up into the graft, and filling into the graft. Therefore, the physician elected to explant without complications, and an aortic bifemoral bypass was done. The pt is doing fine. However, the physician does not blame the graft blames the disease.